Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had replace battery now alarm. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. Customer state this is the second occurrence of replace battery now without a low battery warning. Customer states the battery cap is not loose, cracked or damaged. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing however, power graph shows unexpected battery power loss at different periods of time, problem isolated to electronic assemblies.